Event description:
The customer reported that the system would shut down without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was adjusted. The system was tested and found to be working as intended and put back into service.